Manufacturer narrative:
The strips will not be returned.

Event description:
The customer stated that while using the acccuchek inform ii (serial number (B)(4)), a result of 304 mg/dl was obtained on a patient at 1:55 am. The reporter states that at 3:42 am, two additional tests were done on the same patient. The results of those tests were 233 mg/dl and 85 mg/dl. The customer was unable to determine which of the results were obtained first at 3:42 am. The customer stated that she was unable to determine the condition of the patient or if any adverse event occurred based on the results. The customer had run control tests that passed within 24 hours of the results. The customer stated she will not be able to obtain any more information regarding the results and the patient. The suspect product was requested to be returned and the replacement product was sent. The customer stated the original vial of strips is not available for return since the results occurred a month prior to the customer calling about the event. There will be no product returned. There was no information that was provided in the case that would point to a cause for the results discrepancy. The complaint was not substantiated.